Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the device was exchanged in (B)(6) 2020 due to eri and approx. 69 months after the implantation. Biotronik was now informed about the exchange because the device is listed as affected by fsca bio-lqc. The ICD was discarded and is not available for analysis.